Event description:
The customer reported the mts centrifuge was spinning at out-of-range (low) rpms. Gel cards centrifuged at improper speed could results in erroneous results. No erroneous test results were reported. There was no report of harm as a result of this event.

Manufacturer narrative:
Investigation into this event found that the user observed the issue and aborted testing, thereby, preventing erroneous results from being reported. The customer's technician repaired the centrifuge belt. The root cause of the event is unknown.